Event description:
Literature was reviewed regarding pacemaker and defibrillator lead survival in pediatric and congenital heart disease (chd) patients beyond ten years after implantation and the impact of somatic growth. The authors described lead failures due to sensing failure, elevated capture thresholds, lead fracture, insulation breaches, exit block, and lead dislodgement. The failed leads were revised, replaced, or extracted. The status of the leads is unknown. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender is male. The average age was unknown. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: lead longevity in pediatric and congenital heart disease patients: the impact of patient somatic growth. Jacc clinical electrophysiology. 2025; 11:132¿142 doi: 10.1016/j.jacep.2024.09.029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.